Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated the patient¿s heart and caused a tamponade. A pericardial window had to be created to remove blood from the pericardial sac. The lead remains in use. No further patient complications have been reported as a result of this event.